Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary we checked the returned unit and confirmed that the operation channel cut. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the remote control button perforated, the light guide cable buckled, the distal body worn out, the suction channel kink, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.